Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a new right ventricular lead was attempted to be implanted; however, a venous occlusion did not allow the new lead to placed. The chronic rv lead remains in use. No further patient complications have been reported as a result of this event.